Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg was superficial causing patient discomfort at the implant site. Additionally, both patient's leads also migrated. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.